Manufacturer narrative:
Manufacturer's report date: 03/30/2011. (B)(4). The suspected over infusion could not be confirmed from the event log review and no devices were returned for investigation. The first pump module that was programmed did alarm for an upper pressure sensor error. The pump was removed and reattached and a second attempt was made to start the infusion which was also unsuccessful. A second pump module was then programmed and the infusion was started. The root causes for the upper pressure sensor error and the perceived over infusion were not determined.

Event description:
Customer's review of cqi data led them to ask whether it was possible that a pt had received several doses of lidocaine because there were 3 apparent infusion starts. Details of pt incident: nurse started a lidocaine infusion on a pt at 2/26 around 13:30. Lidocaine levels were drawn 24 hours later per protocol. On 2/27 at 14:00 lidocaine level = 16.6 mcg/ml. Repeat levels on 2/27 at 20:25 = 8.5 mcg/ml. Therapeutic range = 1.5 to 5 mcg/ml. Medication/fluid concentration: 2000 mg/500 ml premixed bag. Intended programming: bolus dose of 1.5 mg/kg (54.7 kg patient), not to exceed 75 mg over one minute followed by continuous infusion of 3 mg/kg/hour. Pt experienced some ringing in ears and pt was transferred to the ICU for monitoring; no cardiac or neurologic effects were observed. After first elevated level of 16.6 came back, lidocaine dose was decreased to 2 mg/kg/hour and subsequently discontinued.